Event description:
Information received notes that the patient complained of heart failure and was admitted to the hospital. An ECG showed that the device was in microprocessor reset and the battery measured data was low. Emergency vvi, return to standard, reprogramming the rate and software download were unsuccessful. Therefore, the device was replaced. During a previous follow-up, the patient noted discomfort at the pacer site.